Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that they suspected there was currently a leak or kink in the catheter. The reporter did not know when the patient started to having the increase in pain. The patient had good pain relief for 4 to 5 days after a catheter replacement on 2015-01-26 (refer to manufacturer's report # 3004209178-2015-03232 for details pertaining to previous cath issue), and then the pain came back again. The healthcare provider (hcp) did a side port aspiration the day prior to the report and was able to aspirate fluid. The pump system was being used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).